Event description:
This lead was explanted due to infection on (B)(6) 2013. At explant, the rv coil conductor was found to be completely severed proximal to the yoke. The lead remains at the hospital. The lead impedance was more than 150 ohms.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.